Event description:
It was reported that prior to a percutaneous coronary intervention (pci) procedure, a stent dislodgement occurred. While advancing the 4.00x20mm liberte bare stent delivery system over an unspecified guide wire, the stent dislodged. There were no reported patient complications and the patient condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a liberte (mr) stent delivery system (sds) with no stent or other devices. Blood and contrast was visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The returned catheter was visually, tactilely examined along the entire length. It was determined that the stent was no longer present on the sds. There were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The balloon was in a loosely folded condition, as-received, and microscopic examination of the balloon presented no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that prior to a percutaneous coronary intervention (pci) procedure, a stent dislodgement occurred. While advancing the 4.00x20mm liberte bare stent delivery system over an unspecified guide wire, the stent dislodged. There were no reported patient complications and the patient condition is stable.